Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received five sealed 20gx1.00in insyte autoguard devices from lot number 4282452. Your report of slow needle retraction was confirmed, and the cause appeared to be manufacturing related due to excessive gel in the chamber. A functional test showed that the retraction time exceeded the specification for two of the five returned units. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause.

Event description:
No additional information.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 381533 batch#: 4282452. Just wanted to let everyone know (B)(6) came to me and told me that her IV was not working, that the needle was not retracting. I grabbed a 20g and the needle retracts slowly and even needed to press the white button a few times to have it retract. This slowly retracting needle I felt was not safe for staff. Her and I noted the lot # and we checked different 20 g IV¿s and we found that this specific lot # was the only one that was not working properly. As we were talking about this, different nurses said they had this same experience. No harm.